Manufacturer narrative:
The customer states that the device pumps up and takes blood pressure readings, however, the pump does not fully release. Customer was sent an exchange nibp board which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer states that the device pumps up and takes blood pressure readings, however, the pump does not fully release.

Manufacturer narrative:
Manufacturer narrative: the customer states that the device pumps up and takes blood pressure readings, however, the pump does not fully release. Customer was sent an exchange nibp board which resolved the issue. Unit was returned for evaluation, however the part was scrapped. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.